Manufacturer narrative:
The real intelligence cori rob10024, (B)(6) intended for use in treatment, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario can be confirmed. When logging in using the administrator login a critical error " the system has detected that the launcher exited due to a configuration error" appeared. This was followed by the console shutting down and the blue man appearing on the display. The bios settings were checked, and all were correct. It was attempted again to log in with administrator, but the same thing happened. The log files were pulled, and the software was reinstalled. The software installation could be performed without any problem. When booting again the critical error persisted. A known to work ssd was installed and a software installation was performed. This resolved the critical error. A functional test was performed and passed. The log files provided were reviewed with the software support team. It appears that there is a user database corruption, which will lead to a critical error while logging into the administrator screen. The most likely cause for the reported issue is a software defect currently under investigation. Specifically, there appears to be user database corruption, which results in a critical error when attempting to log into the administrator screen. We are actively examining this defect to determine the appropriate course of action. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set-up for a cori-assisted tka, after booting the real intelligence cori, the user profiles were not displayed and if select the admin menu, a "critical error: the system has detected that launcher exited due to a configuration error" dialogue was shown. Surgery was performed after a non-significant delay, changing to manual procedure. As this happened before surgery, patient was not yet involved.